Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and it passed. A receiver download was performed and rtt loss was observed within the investigation window. The receiver functional test was performed and passed all relevant testing. The receiver case was opened for an internal visual inspection and failed as moisture damage along with a damaged battery was observed. Confirmation of the complaint was confirmed via product. The probable cause was a damaged receiver battery.